Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician via regulatory authority which refers to a patient of an unknown age and gender. Refer to FDA medwatch mw5111822 and mw5112375. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In 2022, the patient received treatment with restylane lyft with lidocaine (lot 20070) to temples (unknown amount, injection technique and needle type). The restylane lyft with lidocaine was placed in the temples (off label use of device). Within hours of injection, the patient had burning pain (implant site pain). The patient had taken treatment with advil [ibuprofen] and applied amica [amikacin sulfate] cream. After 3 days the burning pain continued on the right side of head in line with temple, the patient had called the physician who suggested arnica [arnica montana] and over the counter unspecified pain relief medication. On (B)(6) 2022, the patient had experienced hair loss/scarring alopecia (alopecia scarring). The physician had booked an appointment with dermatologist who had injected the restylane lyft injections. The dermatologist described encrusted/scabs (injection site scab) scaring on right scalp and asked patient to continue amica. During the patient's next visit in 2022, the scabs had fallen off with hair. The patient had a bald patch on right side. On the same day, the physician had administered intralesional kenalog [triamcinolone acetonide] injections and started using rogaine [minoxidil] 5% twice daily. The hair loss had not healed, and the bald patch remained. The physician injected a second shot of 3 mg/ml kenalog and three weeks later administered a third shot. The patient was still using rogaine twice a day and no change was evident. Thereafter, the patient had tried acupuncture to increase blood flow to the bald area for scarring alopecia. During this time, the patient continued treatment with rogaine twice a day. At the time of report, there has been no change or resolution to the injury. After 4 months, the physician had diagnosed the patient with scarring alopecia and concluded the damage as permanent. Outcome at the time of the report: hair loss/scarring alopecia was not recovered/not resolved/ongoing. Burning pain was unknown. Encrusted/scabs was unknown. Restylane lyft with lidocaine was placed in the temple was recovered/resolved. Tracking list: initial. Fu received on (B)(6) 2022 from the patient via regulatory authority. Case upgraded to serious. Events (implant site pain, injection site scab) added. Verbatim and coding of event hair loss updated. Patient demographics, implant date, onset date, outcome of event hair loss and corrective treatments details were updated.

Manufacturer narrative:
Company comment: the serious event of alopecia scarring, and the non-serious events of pain at implant site and scab at injection site were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and permanent damage. The potential root cause includes injection procedure leading to vascular occlusion/compression and ischemic manifestations in the area. Potential contributory factor includes off label use and injection technique. The restylane lyft with lidocaine was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.